Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did 1 stratafix suture break into bits and pieces in each patient? If separate patient events, please assign the correct lot number to each patient event / file (you reported lots lbm284, lcm705, unknown). Did 3 stratafix sutures break into bits and pieces in the patient? The patient demographics info: age, gender, weight, bmi date and name of the spine procedure when did the suture break post-operatively? Date of re-operation? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Where on suture was it found broken in bits and pieces, (i.e. Middle or end)? Was there any precipitating stress factor for the suture breakage? What medical/surgical intervention was performed for this event? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What is the surgeon¿s opinion of the causative factors for the breakage of the suture? What is the patient¿s current status?

Event description:
It was reported that patient underwent spinal procedure on unknown date and barbed suture was used to close the fascia. Approximately 2-3 weeks post operatively, the patient experienced wound rupture. An additional procedure was performed on an unknown date and suture was noted to be broken, in bits and pieces with no retention strength. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
Date sent to the FDA: 11/07/2017. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # ==> pc-000040259 additional information. Evaluation summary: representative samples of product code sxpp1a400, lot klm496 were sent for analysis. During the visual inspection, no defects were found on the package. The samples were opened and the swage and attachment area of the needle was as expected. The sutures were dispensed without problems and examined along of the strand and no defects or breakage suture were observed. In addition, the samples were tested by tensile strength and the result was above the minimum strength requirement.